Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen turns black when bovie is energized. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to failure of the video cable. The customer's complaint was confirmed via troubleshooting with the customer, however, the device was not returned. Olympus will continue to monitor field performance for this device.